Event description:
The customer reported that eight temperature adapter cable assemblies, part number 700-0031-00, were causing intermittent dropouts or not signing on. The customer reported that in this failure mode, the temperature value could not be viewed on the monitor. No injuries were reported.

Manufacturer narrative:
Note: this report is being submitted as a result of a reevaluation of past complaints by spacelabs. Although a report had not previously been filed for this incident, we have concluded that a report is appropriate. We are now reporting this incident in accordance with 21 cfr 803. Spacelabs has previously reported this temperature adapter cable assembly issue to the FDA per 21 cfr 806 as part of a corrective action.